Manufacturer narrative:
The biomedical engineer reports that the multi gas unit gives a carbon dioxide reading 10 units higher than it should be. Patient was tested on a different gas unit and the carbon dioxide reading was 10 units lower. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the multi gas unit gives a carbon dioxide reading 10 units higher than it should be. Patient was tested on a different gas unit and the carbon dioxide reading was 10 units lower. No patient harm was reported.